Event description:
As reported, during transurethral lithotomy procedure, the root of the sheath broke about 20 minutes after the start of use. The coil of the sheath did not came out. The device was replaced with similar device and the intended procedure was completed with no patient harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
The subject device was not returned for evaluation, however, photo of the subject device was provided for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.